Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-03580. It was reported the patient began to lose proper therapy following a fall. Reprogramming was unable to address the issue. An impedance check revealed high impedance on the patient's right side lead. As a result, the patient may undergo surgical intervention to address the issue. Note: both of the patient's leads are being reported because it's unknown known device is the patient's right side lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2019-03580. Additional information gathered revealed one of the patient's leads was explanted and replaced. Surgical intervention addressed the patient's issue. Note: both of the patient's leads are being reported as explanted because it's unknown which lead was replaced.